Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped to 68 mg/dl, after the customer exercised and delivered a bolus. Reportedly, the customer administered a larger bolus, than required for the amount of food intake, because they guess/estimated carbohydrates, instead of calculating them. Customer treated by eating carbohydrates, and setting the temp rate.